Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found the lead was returned severed and revealed an insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported loss of capture is likely the result of the lead damage observed by the laboratory.